Event description:
It was reported that a dye study seemed to confirm that the dye was pooling somewhere else; other than intrathecal. Further details were unk. The medication being delivered via the device system was baclofen. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.